Manufacturer narrative:
The 217863134 rev fem/tib/sleeve clamp associated with this report was not returned. The product lot code was not provided. A search of the complaint database against product code 217863134 found previous similar reported events. Previous investigation into this complaint found root cause is attributed to excessive torque applied to the handle while tightening stems. In october of 2007, depuy knee marketing posted an article on acessdepuy to address issues in the field related to use of the 217863134 rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The stem clamp broke during surgery. The clamp will not grip stems.